Manufacturer narrative:
The manufacturing and sterilization records for se5525wvb, lot w6821 were reviewed and found to be acceptable. The return of the complaint device is being sought. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the cutter was not cutting. No patient impact.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Manufacturer narrative:
One 25ga bi-blade vitrectomy cutter was returned without the tip protector. Visual inspection found the needle is bent. The port window is in the opened position with debris, particulates and dried solutions visible all over the outer needle shaft and around the port opening. There is dried solution visible in the tubing. A functional test was performed using a stellaris elite system. The inner needle is binding up, preventing cutting. The cutter does aspirate. A bent needle could contribute to poor cutting performance. Due to evidence of use and the returned condition, loose in a plastic bag with no tip protector. The cause of the bent needle cannot be determined. No further investigation or corrective action is necessary.